Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no waveforms showing at 6:30 am by 7:00 am the waveforms popped back in. ICU stated that the cns turned off/screen went blank, the nurse did not notice if the power was lost or not. The biomedical engineer checked 2 of the closets and one of the org closets had the org only showing a power light, there was no link light displaying on the org, while in the closet everything came back up. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had no waveforms showing at 6:30 am by 7:00 am the waveforms popped back in. ICU stated that the cns turned off/screen went blank, the nurse did not notice if the power was lost or not. The biomedical engineer checked 2 of the closets and one of the org closets had the org only showing a power light, there was no link light displaying on the org, while in the closet everything came back up. No patient harm reported nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.